Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a femoral transverse intramedullary nail fixation via tfna long on for subtrochanteric fracture of the femur (atypical femur fracture) due to fall from stairs with the implants in question. The patient takes minodronic acid, a bone metabolism improving drug, for a long period of time. After the surgery, the pseudarthrosis was confirmed. On (B)(6) 2025, the revision surgery was performed to remove the implants and replace with bha long stem. The surgery was completed successfully with no surgical delay. After the revision surgery, the surgeon requested the investigation for metal fatigue (analysis of distortion of nail and blade joints) because the junction between the nail and the blade appears to be heavily frayed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tfna fem nail ø9 r 125° l320 timo15 appears to be damage from the guide wire at the internal area of the oblique hole and shows damage at the edges of the hole, which may have been caused by a drill bit. Some material on the superior-lateral edge of the oblique hole was deformed, most likely due to likely loading of the device during weight-bearing. The damage could explain the spiral marks on the tfna helical blade perf l90 tan, as it would scrape the anodize coating as it spirals into position. The damage at the edge and internal area of the oblique hole of the nail could potentially lead to further complications. Such damage may affect the ability of the blade to lock securely into the femoral nail and compromise the overall stability of the construct once implanted. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Per the tfn-advanced proximal femoral nailing system (tfna) - screw only surgical technique guide rev. Af. Drill for tfna screw: remove the drill sleeve. Pass the drill bit over the guide wire, through the guide sleeve, and drill to the stop. This will open the lateral cortex. Note: if the guide wire deflected as it passed into the femoral head/neck, it may be removed before drilling and screw insertion. If the guide wire falls out or comes out when the drill bit is removed, it may be left out for screw insertion. Care should be taken to ensure the orientation of the insertion handle and aiming arm is not altered. A dimensional inspection for the tfna fem nail ø9 r 125° l320 timo15 was not performed due to post manufacturing damage. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø9 r 125° l320 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing location: monument. Release to warehouse date: 06-may-2022. Expiration date: 01-apr-2032. Part number: 04.037.922s, 9mm/125 deg ti cann tfna 320mm/right-sterile. Lot number: 795p472 (sterile). Lot quantity: (B)(4). Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 755p225. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, ns673827 rev a met all inspection acceptance criteria. Part number: 04.037.912.2, lock prong, 125 degree, tfna. Lot number: 479p364. Lot quantity: (B)(4). Lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.